Manufacturer narrative:
The products associated with this reported event were not returned for examination. The product codes and lot codes required to retrieve the device history records and search the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the info provided. Provided info stated the products were not suspected of failing to meet specs or being contributing factors to the event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be rec'd, the investigation will be re-opened.

Event description:
Pt revised for loose femur and patella crepetus, all well fixed. Found tibial tray in valgus.